Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Patient identifier complete entry = (B)(6). Phone complete entry = (B)(6). This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-31.

Event description:
The customer observed a false reactive alinity I hbsag qualitative ii result for a pregnant female patient. The following data was provided: initial result = 1.08 s/co, repeat result = 1.00 s/co. Sample tested at another lab with electrochemiluminency and result = 0.748 s/co. Sample ID (B)(6). Confirmatory testing completed on (B)(4): initial result with c1 = 0.25 s/co, c2 = 0.77 s/co, and 96% confirmatory. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false repeatedly reactive alinity I hbsag qualitative ii result included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the complaint lot 37387fn00 and complaint issue. Clinical specificity testing was performed using an in-house retained kit of complaint lot 37387fn00. Testing met all acceptance criteria indicating no issue with the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I hbsag qualitative ii reagent lot 37387fn00 was identified.